Manufacturer narrative:
Evaluation summary: product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause could not been identified. Literature reference: leydolt c. Clinical evaluation of the precharged eyecee one implant. Reflections ophtalmologique 2015; 188(20). (B)(4).

Event description:
A literature article reported a greater rate of glistening compared to another manufacturer's intraocular lens model. The study included 160 eyes with follow-up time of 3 years. There were no particular cases cited.